Event description:
Healthcare profeswional reported cracked venous headers on 9th and 16th reuse dialyzers found during use. Per the health care professional, there was no pt injury associated with this report.